Event description:
The hcp reported that, the device was explanted. No reason was given for the explant. The device was returned to the MFR for analysis. A f/u report will be sent if add¿l info becomes available.

Manufacturer narrative:
(B)(4). Final device analysis reveals no anomaly found - normal device function. Baclofen was found in the pump.